Event description:
Follow-up information identified the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy reportedly resumed following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's pain had improved and she stopped using the scs system. The patient's pain returned and the patient was unable to charge the ipg. A company representative met with the patient for troubleshooting the ipg not communicating with the patient's programmer or charger and the issue was unable to be resolved. The recommendation was made for the patient to consult with the doctor for ipg replacement.